Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient wrote "I cannot find anyone to get this out of me and this is causing me so many issues!!! I need help.". Additional information was received from the patient. They reported that they had not yet contacted their managing physician and they had been unable to locate a new one. They were asked to clarify 'the device was causing so many issues' and they responded that it was causing pain in their legs and they thought it was not attached correctly anymore. They stated the cause was not known, they noted 'maybe body rejecting it??'. They noted steps taken to resolve the issue was contacting the manufacturer. It had not yet been resolved. No surgical intervention had taken place or was planned. They further noted they had nothing but pain, it was not working correctly and had been off for 2-3 years. They were requesting assistance in locating a physician for removal.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.